Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the unit had a power failure during the procedure. Dermatome lost nitrogen mid harvest, and the blade stopped moving, the device shut off unexpectedly. There was no patient harm or surgical delay reported. Due diligence is in progress, there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair; no product issue or deficiency reported for this device (back up used during surgery). Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that the unit had a power failure during the procedure. Dermatome lost nitrogen mid harvest, and the blade stopped moving, the device shut off unexpectedly. The initial graft was damaged and unusable, and additional skin graft was required to complete the surgery. There was a 15-30-minute surgical delay. Initial harvest site needed a dressing. (No sutures were required). The patient left operating room with 2 harvest sites. Dermatome serial number (B)(6) had the power failure and (B)(6) was the back-up device. Another device was used to complete the surgery. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.